Event description:
It was reported the patient could no longer receive effective pain relief in her back and experienced overstimulation in her feet. The event date is unknown. Multiple reprogramming sessions were unable to provide resolution. The patient needs an MRI. As a result, the patient had the scs system explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.